Event description:
On (B)(6) 2026, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up with the patient¿s pd nurse, it was reported that the patient was hospitalized on (B)(6) 2026 with symptoms of abdominal pain and diarrhea. While hospitalized, the patient had a pd culture obtained which revealed an elevated white blood cell (wbc) count (result not provided) and no organism growth. The patient initiated antibiotic therapy utilizing vancomycin and ceftazidime (dosing not provided) intra-peritoneal (ip) for peritonitis. On (B)(6) 2026, the patient was discharged from the hospital continuing pd with the same cycler. The patient is reported to be recovering from peritonitis. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was most likely due to patient breach in aseptic technique in the setting of immunosuppression from cancer therapy.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Additionally, this patient is immunocompromised due to cancer therapy. Based on the reported information, peritonitis is most likely due to patient breach in aseptic technique, as reported by the pd nurse.

Event description:
On 5/jan/2026, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up with the patient¿s pd nurse, it was reported that the patient was hospitalized on (B)(6) 2026 with symptoms of abdominal pain and diarrhea. While hospitalized, the patient had a pd culture obtained which revealed an elevated white blood cell (wbc) count (result not provided) and no organism growth. The patient initiated antibiotic therapy utilizing vancomycin and ceftazidime (dosing not provided) intra-peritoneal (ip) for peritonitis. On (B)(6) 2026, the patient was discharged from the hospital continuing pd with the same cycler. The patient is reported to be recovering from peritonitis. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was most likely due to patient breach in aseptic technique in the setting of immunosuppression from cancer therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformanaces or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.